Manufacturer narrative:
Based on the information provided. The root cause of this complaint cannot be determined. The implant remains within the patient in the intended location. No portion of the device was returned for evaluation. Reference mvi: (B)(4).

Event description:
It was reported from (B)(6) that during the treatment of an aneurysm, the coil did not detach with multiple attempts. Upon withdrawal, the coil detached partially within the aneurysm and the microcatheter. The coil was pushed into the aneurysm using the delivery pusher successfully. No additional intervention was reported. The patient was reported to be in good condition.